Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years 1 month post implant of this aortic bioprosthetic valve, the patient is being considered for a valve-in-valve replacement procedure due to increased gradients and stenosis. No known intervention has been performed. Subsequently 1 month 16 days later, the patient successfully had an aortic valve-in-valve replacement with a transcatheter valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.